Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. Mwr-03062019-0000444880 submitted for adverse event which occurred on (B)(6) 2006. Mwr-03062019-0000444883 submitted for adverse event which occurred on (B)(6) 2008. Mwr-03062019-0000444884 submitted for adverse event which occurred on (B)(6) 2010. Mwr-03062019-0000444885 submitted for adverse event which occurred on (B)(6) 2011. Mwr-03062019-0000444891 submitted for adverse event which occurred on (B)(6) 2013. Mwr-03062019-0000444892 submitted for adverse event which occurred on (B)(6) 2013.

Event description:
It was reported by an attorney that the patient underwent a gynecological surgical procedure on (B)(6) 2006 and mesh was implanted. It was reported that she experienced undisclosed injuries. It was reported that the patient underwent a revision surgery on (B)(6) 2006, (B)(6) 2008, (B)(6) 2010, (B)(6) 2011, (B)(6) 2013. No additional information was provided.